Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, and a non-penumbra guide catheter. During the procedure, the catrx was advanced over a guidewire and into the guide catheter. When the catrx was advanced approximately thirty centimeters, the physician encountered resistance; therefore, the catrx was removed. The procedure was completed using another catrx, a non-penumbra balloon device and a non-penumbra stent device. There was no report of an adverse effect to the patient.